Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt bradycardia symptoms. The right atrial (ra) lead was found to be exhibiting high and undefined impedance, intermittent capture and unipolar and bipolar impedance warnings. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.